Manufacturer narrative:
Product event summary: performance data was collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2017 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with bradycardia, exit block, and third-degree atrio-ventricular block. An interrogation revealed the implantable pulse generator (ipg) device triggered false elective replacement indicator (eri) due to lock-up condition. Additionally, the right ventricular (rv) lead exhibited increased threshold. The device was reset by interrogation and reprogramming was performed. The patient died the day after discharge from the hospital. A cause of death was not provided. The device and lead status are unknown.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2017 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. If information is provided in the future, a supplemental report will be issued.